Event description:
Patient reported pump was leaking medication from an unknown location during infusion. The pump was powered down, line was clamped. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.